Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at the end of the implant procedure, the physician discovered that the lead was implanted without the anchoring sleeve. The nurse stated that the lead was missing an anchoring sleeve upon opening. The lead currently remains in use. No patient complications have been reported as a result of this event.